Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of ¿hi¿ which equates to over 600 mg/dl when read on the meter, with extreme drowsiness, difficulty waking, headache, and lethargy, associated with intermittent power and damage to the pump. Reportedly, the patient remained on pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the battery cap could not be tightened, the yellow o-ring on the battery cap was visible, the battery compartment was cracked, and there was intermittent power. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an intermittent power and damage issue.

Manufacturer narrative:
Follow-up #1: date of submission 05/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2017 with the following findings: a review of the black box indicated multiple unexplained reboots as follows: on (B)(6) 2017 at 13:50 with deliveries resumed at 14:11; on (B)(6) 2017 at 17:38 with deliveries resumed at 18:03; on (B)(6) 2017 at 07:20 with deliveries resumed at 07:29; on (B)(6) 2017 at 17:14 with deliveries resumed at 17:26. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection revealed that the battery compartment was cracked in two places. There was no evidence of any moisture or corrosion in the battery compartment. The returned battery cap had stripped threads and was unable to maintain electrical connection; the alleged intermittent power issue was duplicated with the returned battery cap. A test battery cap was used to complete investigation and no further power interruptions were observed with the test cap. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump was opened and no internal defects were found. (B)(4).